Event description:
Customer contacted beckman coulter inc. (Bci) regarding an erroneously low accutni result generated by the unicel dxl 800 access immunoassay system for one patient. A patient sample with an accutni result of 1.43ng/ml was respun and repeated per lab procedure and recovered a result of 0.01ng/ml. This result did not fit the patient's clinical picture. The sample was then respun and retested again upon which it gave a result of 1.40ng/ml and a result of 1.36ng/ml when tested on a different instrument. The erroneous result was reported outside of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Qc is run daily and was within range prior to and on the day of the event. System check performed in 2009, was within specifications. A field service engineer (fse) was on-site 2009. Fse ran a system check and carryover testing and also performed pipettor matching and accutni precision testing. All testing passed within specifications. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.